Manufacturer narrative:
Trackwise- (B)(4). The device was returned to the factory for evaluation on 01/23/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact closed jaws during the procedure. A unknown piece of material was observed in the closed jaws. No other visual defects were observed in the photograph. An investigation was conducted on 02/18/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. A reference endoscope was inserted into the cannula until it snapped into place. The harvesting device was inserted into the cannula with no visual or physical difficulties observed. Although the photograph that was provided showed a piece of unknown material in the jaws, the unknown material was not returned for evaluation and there were no visual defects observed on either devices. Based on the returned condition of the device as well as the evaluation results and non-return of the unknown material, the reported failure "detachment of device or device component" was not confirmed. The lot # 3000440754 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the beginning of the branch division phase of the endoscopic vein harvesting procedure the harvester noted a piece of material that was located in the crux of the vasoview hemopro 2 jaw. This was observed after 2 activations and branch divisions. This piece of material became dislodged from the jaw and fell to the bottom of the tunnel. The material was grasped with the hemopro tool and the hemopro tool was removed from the tunnel. The piece of material, that was now identified as metalic in nature, was removed form the jaw and set aside. The decision was made to open a new device to continue with the procedure. Upon restarting the harvest it was observed that another piece of material was at the bottom of the tunnel adjacent to the saphofemoral junction where the vein is normally transected. It was elected to perform the stab incision at this time, and not wait until the end of the harvest. A hemostat clamp was inserted through the incision (exactly similar when the vein is transected) and under endoscopic visualization, the piece of material was grasped by the clamp and extracted through the stab incision. The remainder of the evh procedure was completed. As a result of a clinical discussion considering the material had separated requiring 2 attempts at retrieval, the decision was made to extend the stab incision approximately 5 cm to permit open exploration of the endoscopic tunnel. This to verify no foreign body was present or retained in the tunnel. Patient stable. Per the photo, it shows a piece of material.